Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a flogard infusion pump with a low battery alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The exact occurrence date is unknown. The reported condition was confirmed during on-site evaluation. The assignable cause was identified as a depleted main battery. The main battery was replaced to correct the reported condition. If additional relevant information becomes available, a follow-up MDR will be submitted.